Manufacturer narrative:
Patient information: no information was provided. The device was not returned for evaluation. 3m will continue to monitor.

Event description:
An orthodontist reported that a patient had a root canal performed on tooth #10 after difficulty experienced with removal of a 3m clarity aligner after overnight wear. The patient continued to wear the aligner and tooth #10 turned grey within the first week of wear. The patient visited an endodontist and the tooth was observed for a few weeks, after which a root canal with internal bleaching was performed. A composite on the lingual side is planned.